Event description:
It was reported that during prophylactic generator replacement the surgeon used electrocautery after connecting the new generator to the existing lead and placing the generator in the pocket. Interrogation of the new generator after electrocautery was used resulted in the generator being at end of service indicating that the generator had been hit by the electrocautery. No replacement generator was available at that time so the patient was scheduled for generator replacement at a later date. The patient later underwent generator replacement. The explanted generator has been received for analysis. Analysis is underway, but has not been received to date.

Event description:
Analysis of the returned generator was completed. The generator was returned with the pulse disabled byte set to a value that represents a vbat's threshold condition. Burn marks were observed on the pulse generator case, indicating that the pulse generator may have been exposed to an electro-cautery tool, which may have been a contributing factor. Other than the noted event, there were no performance or any other type of adverse condition found with the pulse generator.